Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a plastic filament was sticking out of the phaco sleeve during phacoemulsification. The filament was removed with forceps. There was no known patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the manufacturing records shows that this pack was assembled on 04/08/2020, without a bubble suppressor insert (bsi). The "filament" was not returned. And therefore, the identity and source of the material could not be determined. Additionally, the cassette device associated with this event was not returned to evaluate for any damage to the product. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without a sample, it was not possible to analyze for any damage on the cassette device to determine the source of what was observed in the eye. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).